Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1717 and 1122 blower temp high message in the event log. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced motor controller (mc) printed circuit board assembly (pcba) and blower assembly, and a complete performance verification test (pvt) was performed as per the manufactures specifications. The battery v60 is on backorder, further work is required. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced mc pcba and blower assembly, and a complete pvt was performed as per the manufacture specifications. Battery v60 is on backorder, further work is required. A complete repair of the device cannot be conducted at this time due to a battery being on back order. Currently, the reported issue is resolved of the replacement of the motor controller (mc) printed circuit board assembly (pcba) and blower assembly but waiting on the material of the battery which has already been requested and an order for the part(s) was placed to conduct the repair of this unit. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.